Manufacturer narrative:
(B)(4). G2 - foreign: event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring of a femoral slap hammer instrument was found broken prior to use. During setup, the scrub nurse identified the damage before the instrument was used in the procedure. The surgery was eventually performed using a back-up femoral slap hammer. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.